Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump and was hospitalized. The reporter stated that the patient had a blood glucose of 556 mg/dl with symptoms of thirst, shortness of breath, and large ketones. The reporter stated that the patient was treated with insulin via injection and intravenous fluids. The reporter stated that there had been multiple occlusion alarms with the pump, causing an interruption of insulin delivery. The reporter reviewed the patient¿s technique with a customer technical support representative and found that the patient was reusing cartridges and not cycling them properly prior to use. The pump¿s user guide instructs the patient to only fill the cartridge a single time. This complaint is being reported based on the allegation that the patient was hospitalized with a hyperglycemic event as a result of multiple occlusion alarms from the pump with use error being a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.